Event description:
It was reported that the artificial urinary sphincter pump collapses and there is no complete flow passage even though no air is found in the system. The patient was initially continent and then began to present leaks again, incomplete coagulation of the cuff and significant incontinence was observed in cystography.

Event description:
It was reported that the artificial urinary sphincter pump collapses and there is no complete flow passage even though no air is found in the system. The patient was initially continent and then began to present leaks again, incomplete coagulation of the cuff and significant incontinence was observed in cystography. Additional information received indicted the patient had the artificial urinary sphincter cuff component removed and replaced with an artificial urinary sphincter 4.5 cm cuff.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of incontinence and mechanical issues was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter pump collapses and there is no complete flow passage even though no air is found in the system. The patient was initially continent and then began to present leaks again, incomplete coagulation of the cuff and significant incontinence was observed in cystography. Additional information received indicted the patient had the artificial urinary sphincter cuff component removed and replaced with an artificial urinary sphincter 4.5 cm cuff.